Manufacturer narrative:
H6: component code 515 added.

Event description:
On (B)(6) 2021 this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, gore® excluder® iliac branch endoprostheses (ibe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx). The gore® ibe component implanted within the patient's left common iliac artery and extended with the vbx component into the left internal iliac artery. It was noted that the case was off label due to the origin of the patient's proximal common iliac artery being small. On (B)(6) 2021, the patient underwent follow-up examination with the physician which determined an occlusion on the right side involving the ipsilateral leg of the trunk component and the contralateral leg used to extend coverage. The occlusion was reported throughout these two devices. On (B)(6) 2021, the patient underwent reintervention and declotting and a thrombectomy were performed. The devices were then relined with two additional contralateral leg coponents. Ivus performed at this time showed a possible compression of the ipsilateral leg area at the level where the devices crossed over at the bifurcation (ballerina placement) and the physician chose to reline both sides from the distal aorta down to each common iliac artery with vbx devices to ensure patency. The patient tolerated the procedure with good results.

Manufacturer narrative:
Patient medical history includes but is not limited to: renal cell carcinoma, hypertension, lumbar stenosis with neurogenic claudication, tobacco use patient medications include but are not lpidogrel 75mg tablet, aspirin 325mg tablet, acetaminophen 500mg tablet, metoprolol tartrate 25 mg tablet, lisinopril 10mg tablet, ipratropium-albuterol, omeprazole 20mg capsule. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: occlusion of device or native vessel w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.